Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the device was returned, analyzed and analysis of the device revealed normal battery depletion.

Event description:
It was reported that the lead had increased high pacing thresholds of 6.0v/.52 msec. The device triggered elective replacement indicator after 4.5 years. It was noted that the longevity of the device was affected by the high thresholds. The lead was capped and replaced and the device was explanted and replaced. No patient complications were reported as a result of this event.